Event description:
Please refer to ufr # (B)(4). "Respiratory therapist held power button until machine shut down. Loud noise was present and the hard shut down button in the back was used."

Manufacturer narrative:
This report is being submitted to give a response to an user facility report. The log file analysis revealed that the root cause of this reported event is not a technical issue with the device. The event started with pressing the power button of the cockpit during suction. Most likely this happened accidently. The following countermeasures did not follow the recommendations given in the instructions for use and worsened the situation. In particular, the user activated and deactivated the audio alarms in such a fast manner that the internal monitoring detected a deviation and triggered an alarm system test. The cockpit c500 tried to perform warmstarts, which were interrupted by power button usages as well and thus, were not successful. Until disconnection from gas and electrical supply the ventilation was not affected. The issue did not result in any pt consequences and was assessed by drager medical to be not reportable.